Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. The device was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint about this device could not be confirmed.

Event description:
The patient reported that the start button of their v-go pushes out (releases) during the day while they are still wearing the device. The patient reported that this occurred three times with the same box. Specific event dates were not provided. It was reported that a device is available for return to the manufacturer for evaluation.